Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the entire unit would continue operating when the foot switch unit was not activated. Presently, the customer is unsure if the foot switch is at fault. Further, the account believes the unit is being used as intended. The account tested the entire unit repeatedly but the reported condition persisted. Further, the unit was reported to have been used during a case. The case was completed successfully.